Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument; however, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument broke and a fragment fell into the patient. The fragment was reportedly retrieved during the same procedure, and the procedure was completed.

Manufacturer narrative:
Updated fields: h2, h3, h6, h11. Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed failure analysis investigation. The instrument was found to have the grip pin missing at the distal end. The grip pin was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.